Manufacturer narrative:
Concomitant medical products: 7120-65 lead implanted (B)(6) 2010; 1882tc52 lead implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with redness and swelling around the implant site. A deep incisional surgical site infection was noted. Implant site was visibly enlarged and seemed to have a more erythematous appearance along the lower half, inferior aspect of, the enlargement seemed to be fluid filled. An abrasion was visible on the inferior aspect and may have been the nidus for the swelling and fluid buildup. Patient experienced some tenderness upon palpitation along the inferomedial aspect, but no discomfort experienced anywhere else. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted. After explant a wound vac was used, and the patient received a two-week course of intravenous (IV) antibiotics following closure of the wound. It was additionally noted, after explant, that a tiny anterior pericardial effusion was found. A new cardiac resynchronization therapy defibrillator (crt-d) was implanted five days post explant. No further patient complications have been reported as a result of this event.